Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that at 11:40 pm on (B)(6) 2016 the device was programmed to run an infusion of heparin 25000 unit in 250ml at 9ml/hr with a rapid bolus dose of 4200 unit (42ml). At 11:51 pm the bolus dose completed and the device transitioned to the primary infusion. At 1:05 am on (B)(6) 2016 the infusion was paused, and then restarted. At 1:07 am the device was channeled off. The volume recorded as being infused during this period was 53.392ml. There were no alarms observed in the log prior to the device being paused and restarted then channeled off. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The root cause of an overinfusion was not identified.

Event description:
The customer reported that a heparin infusion of 25,000 units, volume unspecified, which was intended to run at 900 units/hr after a 4200 unit bolus was initiated at 11:42 pm, infused the entire amount by 1:15 am. The patient had serial ptt's drawn and an infusion of nss at 150ml/hr; the patient's mental status and vital signs remained unchanged, and there were no signs or symptoms of bleeding, and there was no lasting harm . The customer reported that the programming was verified as correct and no leaking was observed.